Manufacturer narrative:
The device is not being made available for evaluation at this time. Should the device become available. A follow-up report will then be submitted.

Event description:
Dealer alleges customer was thrown from his chair when the footplate caught the bottom of a steep ramp. Customer was not wearing his lap belt. Per dealer,no evidence of chair damage.